Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015. (B)(4).

Event description:
Since (B)(6) 2014, the patient had some increased spasm and tone. The patient was diagnosed with pneumonia, aspiration pneumonia, and kidney stones during that time frame and it was questioned if the increased tone was related to that. The patient¿s family stated that the patient hadn¿t been his ¿loose self¿ since the (B)(6) time frame. The pump was refilled the early part of (B)(6) 2015. The patient was then admitted to the hospital ((B)(6) 2015) or ((B)(6) 2015) due to increased muscle spasms, tone, and grimacing. The patient had an eeg while in the hospital to rule out seizures. The pump dose was increased from 1500 mcg/day to 1650 mcg/day with no change; the family stated there was a short time after the dose increase where he seemed a little looser. The patient was seen on ((B)(6) 2014) or ((B)(6) 2014) and a pump refill was done. The compounded baclofen was removed from the pump and the pump was refilled with lioresal. A cap (catheter access port) dye study and roller study were both negative. On the date of this report, the hcp (healthcare professional) was planning to give the patient a therapeutic bolus and see how he responded. It was later reported that the pump and catheter were replaced. The hcp did not identify any issues with the infusion system. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.